Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed low augmentation and autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He could not reproduce the fault. He found very slight leak out of compressor line. Replaced tubing to compressor. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.